Event description:
Related manufacturer reference numbers: 2017865-2023-40592. It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the pacemaker and right ventricular (rv) lead potentially exhibited post-paced t-wave over-sensing, and the rv lead further exhibited noise over-sensing. Programming changes were made. There were no patient consequences, and the patient would continue to be monitored.

Event description:
New information received notes that the asymptomatic patient presented in clinic for right ventricular (rv) lead revision. It was noted that the rv lead further exhibited intermittent capture. The rv lead was capped and replaced on (B)(6) 2025. Patient condition was stable throughout.

Event description:
New information received notes that the right ventricular lead also exhibited low pacing impedance.